Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag console had failed battery maintenance twice and would be returned.

Manufacturer narrative:
H5 - labeled for single use? Correction, h8 - usage of device: correction. Manufacturer's investigation conclusion: the reported event of the centrimag console (serial number: (B)(6) not being able to pass battery maintenance testing was confirmed. Upon arrival of the unit, a log file was downloaded for review. The downloaded log file revealed that battery maintenance was initiated at 21:03 on (B)(6) 2024 and at 15:26 on (B)(6) 2024. Both times, the battery was not able to pass the maintenance. During testing of the returned console, the internal battery was fully charged. Battery maintenance testing was then performed, and the battery did not pass. Inspection of the internal battery revealed that its expiration date was 30jun2022. A new internal battery was installed in the console, and battery maintenance was then performed without issue. The serviced console then passed a full functional checkout and was returned to the customer ready for use. The root cause of the reported event was determined to be due to use of an expired battery. The centrimag system operating manual instructs users to replace the console¿s internal battery every two years. The device history records were reviewed for the centrimag 2nd generation console (serial #: (B)(6) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 4 ¿ "warnings & precautions" states that one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedimag pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 9 ¿ ¿maintenance instructs users to perform battery maintenance on centrimag console¿s internal battery every six months. Users are also instructed to replace the console¿s internal battery every two years. The document also explains that the user may not replace the internal battery without proper training by abbott medical or its distributor. Users are instructed to call abbott medical customer service if the internal battery requires replacement. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including battery alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.